Event description:
It was reported that near the shuttle of the cartridge began leaking while the customer was attempting to fill the cartridge.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.